Event description:
A (B)(6)-years-old female patient was implanted with a polaris valve. During implantation surgery, the user reported that upon trying to adjust the valve on its third position, it got blocked on the first and lowest pressure level. The device was replaced by a polaris valve with pre-connected reservoir, adjusted on its third operating pressure. There was no consequence to the patient as it happened during initial implantation surgery. The incident report sent by the user contains several discrepancies with the operative report also provided. The operative report does not mention the discarded valve and the incident report is unclear regarding the use of this first valve. The type of implantation also deviates between the operative report (dvp) and the incident report (dva). We are currently trying to obtain additional information from the user to clarify the conditions of appearance of the incident.

Manufacturer narrative:
The explanted device was returned to our manufacturing facility in order to be analyzed following our quality control procedure. Visual examination: the valve was returned in a dry state, contrary to what is recommended in the IFU (return in sterile water). The visual examination shows several dry deposits inside the valve, around the rotor and the shuttles. A few marks are present on the body of the valve, probably due to the clamp used during explantation. Functional controls: the ability of the valve to perform as intended was tested. Flushing air and alcohol is not possible, and the inner mechanism is stuck. Therefore, flowing is not possible in the state of return. The ability of the valve to be adjusted was also verified. Upon return, rotor position change is impossible but is compliant after cleaning the valve. These observations are due to the state of return of the valve (dry), which prevents the inner mechanism to work as intended and does not allow a correct analysis of the device. The adjustment of the pressure is indeed possible and repeatable after cleaning. The root cause of the issue faced by the user is difficult to establish given the state of return of the valve. The valve is 100% controlled (pressure/flow characteristics, visual controls, etc.) During the manufacturing. A review of the fabrication record showed no anomalies.

Event description:
Follow-up #1 - correction, new information obtained regarding the conditions of the incident: a (B)(6) female patient was implanted with a ventriculo-peritoneal derivation including a polaris valve in (B)(6) 2017. One year post-surgery, the physician experienced difficulties in adjusting the valve. The decision was taken to explant the valve and replace it with a ventriculo-atrial derivation.